Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2008. Patient has experienced aches and pain in her right hip, radiating pain in her right hip when walking, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt. Patient has scheduled an explantation of the asr hip implant to take place on (B)(6) 2011. ***update: 12/15/2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified the correct date of implantation. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2008 the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2008. Patient has experienced aches and pain in her right hip, radiating pain in her right hip when walking, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt. Patient has scheduled an explantation of the asr hip implant to take place on (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.